Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing pain at the pocket site and leads had high impedances. The patient underwent a lead replacement procedure and implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7078537. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 558234. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the pocket site and leads had high impedances. The patient underwent a lead replacement procedure and implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively. The explanted devices were not returned.